Manufacturer narrative:
Information received from a representative of the manufacturer's technical service team stated that the thermogard console was placed back into operation after the biomed cleared the airtrap sensor of moisture. No further issue reported on the console. The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) displayed a mid09 (air trap assembly) error message. The user was unable to clear the message. The reporter was unable to specify if the issue occurred during routine check or patient use. No known impact or patient consequence was reported.